Event description:
I purchased renu moisture loc contact lens solution in early march, anticipating that my usual contact lens solution -renu no rub multipurpose- was going to run out. I cannot recall the date of my purchase. I used the moisture loc solution to rinse off my lenses before I put them in that morning. I wear toric lenses, and I do not sleep in them. It is my normal practice to rinse them off, even though I store them overnight in saline solution. The renu moisture loc solution had a strong smell, somewhat like formaldehyde, and it had an almost soapy/slippery consistency. My eyes were a little scratchy throughout the day, but they did not bother me too much. That evening, I cleaned my contacts and stored them in the moisture loc solution. The next morning, I woke up, and my left eye - I think - was stuck shut with goo. I have 3 small children who are in daycare, and I did not want to take the chance of their catching what I thought might be pink eye. That morning I went to an immediate care center and received some eye drops. The doctor did not attempt to make a diagnosis - i.e. Bacterial pink eye v. Viral pink eye v. Complication from saline solution. I used the drops in both eyes as prescribed, and the redness and goop went away in a few days. It did not spread to the other eye. I ended up throwing away the contacts.